Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer loose contact was confirmed, and further defects were detected. In total the following defects were detected: · led is dimly lit · blade worn · connector worn as stated above, the device met the test specifications at the time of delivery. Based on the defects identified during the technical review, it is therefore concluded that the most likely cause of the error described is normal wear and tear by the user. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that c-mac video laryngoscope has a loose contact. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).